Manufacturer narrative:
The pipeline flex braid remains implanted in the patient. The pipeline flex pushwire has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex pushwire break during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. The pipeline flex was advanced to the treatment area and deployed without any noted issues. The pipeline flex braid covered the neck of the aneurysm with a good angiographic result; stagnation within the aneurysm was visible. It was reported that at retrieval of the pipeline flex delivery system, resistance was experienced when advancing the microcatheter over the ptfe sleeves. When retrieving the ptfe sleeves, the physician reported feeling something had ¿broken¿ in the system. The system (pipeline flex delivery system and microcatheter) was removed from the patient together. Upon examination, it was observed that the delivery wire had broken close to the proximal end. The break occurred while the pushwire was in the microcatheter. The broken segment was able to be removed from the patient. There were no reports of patient injury in association with this event.